Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the probable root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that with the bronchovideoscope there was no picture on the screen. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.